Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction. Covidien received information stating that during patient use, the tough screen did not function. The patient was manually ventilated and the transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
If additional information regarding this complaint is received a follow up report will be submitted. (B)(4).